Manufacturer narrative:
Pt outcome info was not provided by rptr. Endoleaks are labeled in the IFU. No product or images were provided to assist in this investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warning and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines. Per the IFU, the device is intended for pts with a infrarenal neck with an angle less than 60 degrees relative to the long axis of the aneurysm. The device was used off-labeled due to anatomical exclusion. There was likely insufficient proximal sealing due to neck angulation resulting in a type ia. Ballooning reduced the endoleak, but the physician decided to take a wait-and-see approach. As with all endoleaks, it is important that the treating physician follow the pt's endoleak appropriately, and provide further treatment if the physician feels the pt is a risk of ongoing sac pressurization, aneurysm growth, and possible rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2011. He had aaa, poor respiratory function, poor kidney function, and laparotomy conducted before. The pt's anatomical form was not suitable for endovascular repair; an angle of the proximal neck was more than 60 degrees relative to the long axis of the aneurysm. The final confirmatory angiography showed a proximal type I endoleak and a distal type I endoleak from the right iliac leg. For the proximal endoleak, touch up was repeated, then the endoleak was reduced but remained. Regarding the distal endoleak, another iliac leg was additionally placed to the right iliac leg. However, since another distal endoleak was found also from the left iliac leg, touch up was conducted. Then, distal type I endoleaks from right and left iliac legs were resolved. The physician decided to take a wait-and-see approach for the proximal type I endoleak. The pt's condition is unk as not provided by rptr.